Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to switch to multiple daily injections as backup therapy.